Event description:
It was reported that multiple intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 75-107 mg/dl.